Manufacturer narrative:
Device is an instrument and is not implanted/explanted. Unable to provide the date of MFR as no lot number was provided. The investigation could not be completed, no conclusion could be drawn, as no product was returned and no lot number was provided. Without a lot number the device history records review could not be requested.

Event description:
During a tibial nailing procedure the surgeon was using the 8.5 mm medullary reamer head and it broke in the proximal tibial canal. Surgeon pulled out the device and the shaft and the reamer head were stuck together. Surgeon spent an hour removing all the pieces in the canal which was confirmed by an x-ray. Surgeon completed the procedure with no further incident.